Event description:
Ous MDR - it was intended to treat a severely calcified lesion in a mild tortuous lcx at a bifurcation. After several predilatations with different balloons, including a scoring balloon, and use of an extension catheter, the orsiro was placed in the lesion. During inflation the balloon ruptured a 6 atm.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned orsiro stent system could confirm that the stent balloon is intact, no burst. However, the further investigation revealed a leakage at the level of the guide wire exit port, the shaft was found slightly kinked and twisted. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined. The final root cause for the leakage is most likely related to external factors during the procedure.